Manufacturer narrative:
The patient's dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign - (B)(6). 510(k) is n/a. This device is only sold in japan. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a peripheral lesion. During inflation below rbp, the balloon could not be inflated and a leak on the balloon was observed. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.